Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted due to dislodgment which occurred after 7 months of implant time. In addition, this implantable transvenous atrial lead was removed from service due to high thresholds.